Event description:
Dinamap would not charge internal battery when plugged into ac receptacle. Found that battery overheated and expanded to the point it had to be removed with tools due to extreme expansion of the battery. No harm to patient or staff.